Manufacturer narrative:
Follow-up #1: date of submission 10/22/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings:the keypad symbols were found to be worn but there was no visible damage to the keypad. The keypad buttons were tested and were confirmed to be intermittently responding to presses. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the keypad buttons were slow to respond during troubleshooting for the keypad rubber wearing thin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.